Manufacturer narrative:
Eval summary: the product lot number was not provided; therefore a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints.

Event description:
Arthritis [arthritis]. Case description: spontaneous report was received on (B)(6) 2012 from a physician regarding a (B)(6) female pt, initials (B)(6), with gonarthrosis of the left knee. The pt's medical history was significant for spinal osteoarthritis, osteoporosis and pollinosis. On (B)(6) 2012, the pt initiated treatment with synvisc (hylan g-f) injection at a dose of 2 ml into left knee. The lot number of synvisc injection was not provided. On (B)(6) 2012. The pt developed arthritis. The event was assessed as serious due to hospitalization. Synvisc dose was not changed. Relevant concomitant medications included cerecoxib, loxoprofen sodium (loxoprofen sodium), fexofenamide hydrochloride and irsogladine maleate. The intensity for the event of arthritis was not provided. The outcome for the event of arthritis was not provided. The reporting physician assessed the relationship between synvisc and the event of arthritis as definite. The qa (quality assurance) investigation results were received on (B)(6) 2012. The product lot number was not provided; therefore a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. MFR's comment: the benefit-risk relationship of the product is not affected by this report.